Event description:
Medtronic received information that on (B)(6) 2018, post implant of a sutureless bioprosthetic valve the patient developed bradycardia. The patient had a history of sinus node dysfunction. A dual chamber pacemaker was implanted on (B)(6) 2018. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).